Event description:
Customer reported a suspected over infusion. Pt was ordered 40 meq of potassium with 2gms of magnesium. Nurse hung 264cc's of potassium and magnesium as a secondary at 2:55am at a rate of 68ml/hr. The nurse went into the room at 5:05am and found the secondary bag empty. The pump read 68ml/hr with 127 mls left to infuse. Another nurse verified that both the set-up and programming were correct. No pt harm. No medical intervention provided.

Manufacturer narrative:
(B)(4). The event logs have been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.